Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2023. The device evaluation was completed on (B)(6) 2023. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and patency test of the returned device were performed following bwi procedures. Visual inspection was performed and a hole on the pebax's surface with reddish material inside it was observed. In addition, the shaft was observed detached on the distal area close to the tip transition. During the investigation, evidence of proper manufacturing assembly was observed. The damages in the shaft and on the pebax's surface, could be related to the manipulation of the device during the procedure; however, this can not be conclusively determined. A patency test was performed and the device was flushing correctly. No obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The damages in the shaft and on the pebax's surface are issues not reported by the customer; therefore, are unrelated to the event description. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿irrigation¿ issue. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the biosense webster inc. Analysis finding of the ¿the shaft was detached on the distal area close to the tip transition¿. Investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of a ¿hole on the pebax's surface with reddish material inside¿. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax's surface and the shaft detached on the distal area close to the tip transition. Irrigation inadequate. During the operation, there was an intermittent or low irrigation on the device but not complete occlusion. A second device was used to complete the operation. There was no adverse event reported on patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2023, observed a hole on the pebax's surface with reddish material inside of it. In addition, the shaft was observed detached on the distal area close to the tip transition. This event was originally considered non-reportable, however, bwi became aware of the issues of a hole on the pebax's surface and the shaft detached on the distal area close to the tip transition on (B)(6) 2023 and have assessed the returned conditions as reportable.